Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer generated error messages. It was determined through follow-up that the errors did occur at start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, software needed to be reloaded. It was also noted that the device had major internal corrosion and needed to be scrapped.